Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (occupation and event site telephone), b5 (describe event or problem and date of event) the batteries appeared to be dead however, the pump was functioning normally while connected to ac outlet power. The user was unable to continue troubleshooting during the initial call and requested a follow up. During a follow-up call approximately 30 minutes later the user confirmed that the pump had been operating in rescue mode rather than hybrid mode. After reattaching the console to the cart and returning the system to hybrid configuration the batteries began charging normally.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding battery not charging. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation (e1): event site full name: (B)(6). Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.